Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 25 mg/dl. The customer was treated for the low blood glucose with a teaspoon of honey and juice. The customer stated that they received lost sensor alarms. The customer stated that their skin felt irritated and infected. The customer complained of bent cannulas. The customer had issues uploading to carelink as well. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.